Manufacturer narrative:
(B)(4). S/w unknown. Retainer ring = black. On (B)(6) 2021 the customer alleged pump having cracked in case pump. Insulin pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is isolated to pcba 1. Pcba 1 was cleaned using isopropyl alcohol with no effect. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case at low battery tube. In conclusion, customer alleged pump having cracked case was confirmed. The unit received blank display due to moisture damage on pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.